Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and small r waves were observed. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).